Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had display anomaly. The customer¿s blood glucose level was unknown. Customer performed troubleshoot for partial display and stated that pump just started beeping and screen was not showing anything even after pressing the buttons. Customer reports display was flashing. . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify missing segments and partial display due to blank display.